Event description:
Significant and chronic side effects including severe pain during ovulation, excessive heavy periods with intense cramping and blood clots, migraines, memory loss/forgetfulness, chronic abdominal bloat and distention, chronic fatigue and decreased energy level, unprecedented difficulty with weight loss/weight management, constant ache and "heavy" feeling in pelvic area that increases with activity, ripping or pulling sensation in pelvic area with movement, abnormal pap results, restless legs and involuntary muscle spasms.